Event description:
The customer stated that he was hospitalized due to reasons not related to the insulin pump. The customer stated that while he was at the hospital, he was treated for hyperglycemia. The reported blood glucose reading was 300 mg/dl. The customer stated that he received an alarm on the insulin pump after he wore it during a magnetic resonance imaging exam. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test and alarm motor error during rewind due to the motor encoder signal being out of phase.